Manufacturer narrative:
The device was returned to olympus for eval. The eval did not find any foreign object inside the biopsy channel. However, there was minor physical damage noted in the device which did not cause or contribute to the reported event. The device was serviced and returned to the user facility. The exact cause of the user's report could not be conclusively determined; however, insufficient reprocessing could not be ruled out as a contributory factor to the reported event.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, a foreign object fell inside the pt when the user inserted the biopsy forceps into the colonoscope. The foreign object was retrieved and identified as a one inch plastic lumen, possibly part of a non-olympus cystoscopy brush. The procedure was completed. There was no pt injury reported. An endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility's reprocessing practices. On reprocessing deviations were noted.